Event description:
A consumer reported that after having intraocular lenses (iol) implanted bilaterally, she had posterior capsular opacification and yag laser capsulotomies. She reported that she can't see well and her vision was "tweaked" with glasses. In a follow up, the consumer reported that her near vision is good, but her distance vision fluctuates and is blurry with shadows at times. Her blurry distance vision interferes with night driving, seeing the tv and seeing street signs. She also indicated that her eyes are red at times. Additional information was requested. There are two medical device reports associated with this reported event. This file is for the left eye.

Manufacturer narrative:
Evaluation summary: results from the product from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).